Event description:
Patient presented to the hospital after receiving multiple shocks. The patient received another after being admitting. Device interrogation later showed that the device was in vvi mode. It was noted that the patient has recurrent vt.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of device reset was confirmed in the laboratory. Analysis of the memory map showed the device entered hardware vvi mode on (B)(6) 2010 due to a por (power-on reset). Examination of diagnostic data showed that the device delivered 106 high voltage shocks between (B)(6) 2010 and the reset time. The device's functionality was tested and the device passed all tests. All power consumption measurements were normal. It is believed that the cause of the por was due to normal battery depletion that resulted after a large volume of high voltage therapy shocks were delivered.